Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain, redness, and sensitivity to touch at the ipg incision site. The incision site was examined and the patient was prescribed lidocaine patches for pain relief. The patient was no longer experiencing any pain at the pocket site and the redness had gone away.